Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was unable to insert the 6fr angio-seal device shealth/assembly, as there was too much resistance advancing the sheath into the artery. A 6fr procedure sheath was used previously for the procedure. In spite of cutting to increase the size of the puncture site, the doctor was still unable to advance the sheath. The patient was treated as normal, the puncture site was closed with a new angio-seal vip. Additional information received on december 27, 2018: the procedure performed was a percutaneous coronary intervention. The doctor could not deploy the first angio-seal after removal of the procedure femoral sheath. The doctor encountered resistance and he was not able to push the angio-seal dilator into the artery. A new angio-seal vip was used and it was able to be advanced into the artery without much resistance.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.the investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned properly mated with the arteriotomy locator. The devices were returned with the carrier tube enclosed within a aluminum foil pouch. No anomalies were noted upon visual inspection. The outer diameter of the hemostasis sheath was measured and found to be 0.1159" and the outer diameter of the locator was found to be 0.0903". All measurements were within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.